Manufacturer narrative:
(B)(4). Patient information requested and all available information is included. This report was filed by the manufacturer. Nursing supervisor on duty felt that the pump was not at fault and was programmed correctly but sent the pump to facility biomed for testing. The pump will not be returned for evaluation. Unable to determine the cause for the customer's experience.

Event description:
Customer reported an overinfusion of ivig. The patient received 70gms of ivig in 2 hours (350mls/hour). Customer stated the doctor ordered ivig 70gm IV once. Nurse tried to check this does because ivig is typically not ordered this way and should be titrated. The nurse programmed the pump with the following: ivig (70mg), volume (700ml), and weight (72kg) and the rate came out to be 350mls/hour or 0.97gm/kg. No patient harm however transferred the patient to a monitored unit for observation. No additional patient or event information is available.